Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) screen malfunctioned. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the flat cable to resolve the issue. Functioning tests carried out with positive results. The unit was returned to the customer and cleared for clinical use.